Event description:
It was reported that during middle cerebral artery (mca) procedure, the operator established access and performed balloon dilation. Next, the operator delivered the subject stent to the target lesion and attempted to deploy it, however, the subject stent did not not open. The operator tried two times but unsuccessful. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the stent was received loaded within the device. The device was able to be flushed. The stent was able to be deployed as normal by advancing the stent stabilizer. The stent expanded fully and was noted to be intact. All four marker bands were present on both ends of the stent. The dual taper tip appeared to have been removed from the stent stabilizer. Resistance was noted when removing the stent stabilizer from the delivery catheter at the cut section. The stent stabilizer was kinked/bent at approximately 49cm from the proximal end. The delivery catheter was flat/crushed at the distal end. During a functional inspection the stent was able to be deployed and opened fully. The reported complaint was not confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous', with 70% stenosis and calcification at the lesion. It was reported that 'when the stent was delivered in place and the physician attempted to deploy it, it was found that the stent could not open. Two attempts were made without success, so a new stent was used to complete the procedure'. The stent was returned for analysis still loaded in the distal section of the outer catheter (delivery catheter). The system was flushed and the outer catheter was retracted. The stent deployed without issue. Once deployed, the stent was noted to be undamaged. All 4 marker bands were present on both end of the stent. The outer catheter (stent delivery catheter) was flattened near the distal end of the device. The stent stabilizer (inner catheter) was kinked/bent approximately 49cm from the proximal end of the device. During functional testing, friction was noted between the stent stabilizer and the delivery catheter. It is likely that a combination of the tortuosity of the target vessel and/or some other unknown procedural factor(s) resulted in the user experiencing resistance/friction while attempting to deploy the stent in the target stenosis area. The as reported code has been assigned not confirmed, and the as analyzed codes have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during middle cerebral artery (mca) procedure, the operator established access and performed balloon dilation. Next, the operator delivered the subject stent to the target lesion and attempted to deploy it, however, the subject stent did not open. The operator tried two times but unsuccessful. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.